Event description:
It was reported the customer would lose their settings every time they replaced their battery. Customer's father also stated when they replaced their battery cap, they would also have to reset their time. This would cause the customer to have low blood glucose and then high blood glucose in the middle of the night. The customer's father also reported receiving a signal too low alarm and an unexpected restart alarm. Customer's temp basal was not programmed before the alarms occurred. Customer's blood glucose was unknown at the time of the call. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, unit was received with minor scratched display window, cracked case window corners, battery tube threads.